Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): optetrak ps femoral cem. Optetrak cem trap tib tray. Three peg patella.

Event description:
As reported, approximately 11 years post op initial tka, this 74 y/o female patient was revised. The tibial polyethylene was extensively gone with a central split down the center of the medial compartment of the polyethylene. The patellar polyethylene insert was loose in the joint. The knee had extensive synovitis as as result of large amounts of polyethylene wear throughout the joint. Everything was removed and replaced by competitor device. Patient was last known to be in stable condition following the event. Images and x-rays were not provided. Product not returning: disposed of at hospital.

Manufacturer narrative:
(H3) the revision reported may have been the result of patella loosening and prosthesis wear. The aseptic (non-infected) loosening may have been the result of a deterioration of the bond between the patella component and the bone from over 10 years of use. The tibial insert wear may have been due to malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, this cannot be confirmed as the devices were not returned for evaluation and images of the explanted devices and pre-revision radiographs were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. G4: 510k unknown due to specific device not being reported. The following sections were corrected: b2, d1. The revision reported may have been the result of patella loosening and prosthesis wear. The aseptic (non-infected) loosening may have been the result of a deterioration of the bond between the patella component and the bone from over 10 years of use. The tibial insert wear may have been due to malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, this cannot be confirmed as the devices were not returned for evaluation and images of the explanted devices and pre-revision radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.